Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2949 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse used ultrasound guide for r basilic vein, visual placement of tip in vessel, flash noted, guide wire advanced without resistance. Nurse advanced catheter and met resistance and noted bulging in the tissue. Tourniquet remove, device withdrawn. Nurse assess catheter tip and noted tip of catheter to be missing. X-ray ordered. Tip of catheter remains in patient. Patient will need to go for foreign body removal." Additional information received 12.01.2021 what they¿re being treated for: foreign body retrieval. What type of catheter securement was utilized? None. Catheter not placed. Placement date: catheter not placed. Explant date: catheter not placed. Was the wire removed from the patient? Surgery pending.